Event description:
The event was reported as: the scissor's tips broke during surgery. The broken part was retrieved from the pt. No pt injury reported.

Manufacturer narrative:
The sample device was not returned for eval. The results of the investigation are not available at the time of this report.